Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 6 closed samples and a picture shpwing a thread damaged for analysis. The visual appearance of all closed samples received is the usual after pulling them out from the packaging. To evaluate the conformity of these units, we performed the following tests: - tightness test to the closed samples received has been performed and the units are tight. - knot pull tensile strength results conducted on the closed samples are 2.39 kgf in average and 2.33 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). - sewing test on artificial skin tissue has been conducted the closed samples and fraying or any thread damaged does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 2.38 kgf in average and 2.26 kgf in minimum and fulfilled ep requirements: 1.80 kgf in average and 0.91 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a picture showing a defective sample, the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. After investigation, we do not see any manufacturing fault or material defect that could have caused the incident. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the suture thread frayed during the reinforcement of the colon closure in an appendectomy. There was no patient injury but longer duration of surgery and life-threatening situation. In the case of an inflamed appendix and an inflamed peritoneum, the large intestine had to be sutured over. During this process, the thread spliced open, creating a high risk of patients. The seam had to be redone and there was only one attempt left to do the suture again. If this had not worked, the patient would have been exposed to a life-threatening situation. Splicing the thread has already occurred several times. With this operation, however, the risk for the patient was enormous.